Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. Vascular access was obtained via the left radial artery. The 80% stenosed, 2.5mmx15mm, eccentric, de novo lesion was located in the moderately tortuous and severely calcified left anterior descending and right coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was used. However after inflation the balloon ruptured. The procedure was completed by using another device and another model. No serious injury reported. The patients status is stable. It was further reported that the balloon catheter was inflated three times at 16 atmospheres respectively and the balloon ruptured during the third inflation.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. Vascular access was obtained via the left radial artery. The 80% stenosed, 2.5mmx15mm, eccentric, de novo lesion was located in the moderately tortuous and severely calcified left anterior descending and right coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was used. However after inflation the balloon ruptured. The procedure was completed by using another device and another model. No serious injury reported. The patients status is stable.